Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The product support engineer confirmed the reported issue and provided recommendations for replacing solenoids 2, 3 , 4. The pse received an email from the customer stating that replacement of solenoid #4 resolved the reported issue of error code 110b. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports error code 110b, prox pressure auto zero failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.